Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer¿s blood glucose level was in the range of 400 to 500 mg/dl at the time of incident. Customer reported that the insulin pump did not alarm for low blood glucose level. The insulin pump will not be returned for analysis.